Event description:
It was reported that the patient presented to the emergency room with signs of cardiac tamponade. The physician stated that there was a right ventricular (rv) lead dislodgement and a cardiac perforation. Pericardial drain was performed and the rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A full lead was returned in one piece for analysis. The helix can be extended and retracted by applying torque directly to the connector pin after cleaning. Measurement, tip stiffness test, visual and x-ray inspection were normal with no anomalies found.